Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on posterior, encapsulation (50%-100% of the area) and yellow particles. Leak test and microscopic analysis was performed which identified: delamination of valve (<75% total separation), opening striated, opening sharp, non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure). A striated opening due to surgical damage consist in the use of some surgical tool. A sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.